Event description:
Boston scientific received information that this patient received an inappropriate shock. The boston scientific sales representative contacted boston scientific technical services (ts) asking about programming options. Ts suggested that the on board detection enhancements can be moved to the lowest zone, or the physician could consider using medication to slow the patients rate down. The device system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.